Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, out of box, there was an inflatable air mattress with an electric pump in the box on top of the master pack.

Manufacturer narrative:
Terumo did receive the actual device; however, the investigation is not complete, thus referenced eval codes. Terumo plans on submitting a f/u report once more info is received. (B)(4).